Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported blood glucose results of 11.7 mmol/l and 5.3 mmol/l within 10 minutes on the performa system. Reported no adverse event relative to discrepancy. Requested return of suspect device.